Event description:
It was reported that during a lar procedure, the device was place on distal sigmoid, closed, and fired. Staples formed, blade did not cut and jaws would not open. Surgeon transected sigmoid with scalpel and removed the device. The procedure was completed with another device. No patient consequence